Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose while early in ilet use and self-treated per trainer guidance when glucose was below 85 mg/dl and trending down, with the lowest reported value of 69 mg/dl and subsequent stabilization to 81 mg/dl after consuming a small amount of juice. Symptoms included slight confusion consistent with hypoglycemia. Outcomes included transient hypoglycemia without professional medical intervention or hospitalization. Investigation included complaint intake and user education on carrying fast-acting carbohydrates during the learning phase. Investigation of this case revealed no device malfunction and no identifiable device component failure, and the event was consistent with hypoglycemia of unclear cause during early therapy use. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.